Event description:
It was reported that during the implant procedure, the helix of right ventricular (rv) lead exhibited helix rotation issue and the rv lead was unable to implant due to patient's tissue condition. The current of injury was unable to be determined due to the issues occurred. The rv lead was replaced with the new rv lead, however, the stylet failed to advance in the lead and the second rv lead replacement was used and the same issue occurred where the stylet failed to advance in lead. The 3rd rv lead replacement was successfully being implanted without issue. No patient consequences was reported throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. A complete lead was returned in two pieces. The stylet was able to be fully inserted inside the connector region with no restriction. Electrical testing, visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.